Manufacturer narrative:
The device was not returned for analysis. The device history record (DHR) and complaint history reviews were not performed because this complaint was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, the cause for the reported pericardial effusion, renal failure, thrombosis, pseudoaneurysm, and hemorrhage could not be determined. The reported serious injury/illness/impairment was result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title: combined left atrial appendage occlusion and catheter ablation procedure for left atrial arrhythmias: a real-world, propensity-matched analysis.

Event description:
N/a.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "combined left atrial appendage occlusion and catheter ablation procedure for left atrial arrhythmias: a real-world, propensity-matched analysis" investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "combined left atrial appendage occlusion and catheter ablation procedure for left atrial arrhythmias: a real-world, propensity-matched analysis" was reviewed. The article presented a retrospective, single center study to compare the safety and efficacy of combined left atrial appendage occlusion (laao) and catheter ablation (ca) to a propensity-matched control group undergoing laao alone at a large us hospital system. Devices included in the study were watchman flx and amplatzer amulet. The article concluded this large, real-world analysis indicates comparable safety and efficiency of combined laao and ca when compared with laao alone. [The primary and corresponding author was sandeep jain, heart & vascular institute, university of pittsburgh medical center, pittsburgh, pennsylvania, USA, with corresponding email: jainsk@upmc.edu]. The time frame of the study was from (B)(6) 2024. A total of 216 patients were included in the study, of which 18 (8.3%) received an abbott device. In the combined group, the average age was 70.2 years and there was no majority gender (36 female out of 72 patients). In the control group, the average age was 76.7 years and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, coronary artery disease, prior myocardial infarction, prior cerebrovascular accident, heart failure, chronic kidney disease, bleeding history, and anemia.